Event description:
A consumer reported that phacoemulsification needle was bent during surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.5., d.9., h.3., and h.10. As a result of an internal review of the file, following submission of the initial report, it was determined that as per the information provided for this event ¿the tip looks like a little ladder¿ (the event code was phaco tip issue/unacceptable) does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error. No further reports will be scheduled under mfg report num. 1644019-2024-00596. The manufacturer internal reference number is: (B)(4).

Event description:
As a result of an internal review of the file, following submission of the initial report, it was determined that the information provided for this event ¿the tip looks like a little ladder¿ (the event code was "phaco tip issue/unacceptable") does not represent a reportable device malfunction.